Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of incident. The customer's current blood glucose is 487 mg/dl. The customer also reported other blood glucose level such as 500 mg/dl. The customer was experienced symptoms of high blood glucose value such as headache, lethargic. The customer was treated with long acting insulin, short acting insulin, IV fluids. The customer was alleging possible insulin pump under delivery reason customer changed site multiple times even using new insulin. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump had time clock anomaly. The insulin pump passed displacement test. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr. Unomed set.